Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 36-year-old female patient who had essure (batch no. 629302) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index increased. Concurrent conditions included depression since 2018, anxiety disorder since 2010 and parity 1 since 2007. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea"), migraine ("migraines/headaches"), headache ("migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen "). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, nausea, migraine and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 36-year-old female patient who had essure (batch no. 629302) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index. Concurrent conditions included depression since 2018, anxiety disorder since 2010 and parity 1 since 2007. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 24-sep-2010, the patient had essure inserted. In october 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea"), migraine ("migraines/headaches"), headache ("migraines/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen "). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, nausea, migraine and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received:lot number, new reporter, patient demographic, concurrent condition, lab data, essure indication ,start stop date, and event abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping),migraines/headaches, vaginal discharge, weight gain ,abdomen and events date outcomes were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in december 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.